Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 no device problem h3 investigation summary: the product was returned to ethicon for evaluation. One open box with sixteen unopened overwrap packets that pertains to product code epm8731 was received for analysis. This product code is double armed. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: when did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If other, please explain. The incident happened around the (B)(6), dr was using the suture when the suture popped off too soon is all I was told.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the suture pulled out of the needle. There were no adverse patient consequences reported. Additional information was requested.